Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received reported that the cause of the broken pump sutures was unknown. It was noted that the pocket revision resolved the issue of the pump moving.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving morphine (1 mg/ml at 0.16 mg/day) via implantable infusion pump. It was reported that the hcp was unable to aspirate the catheter, even after a dye study which showed that the catheter aspirated easily with not obvious problems with the catheter. The patient was sent in for a catheter revision on (B)(6) 2021. It was noted that the patient stated prior to the revision that the patient can feel the pump move. Once in surgery, the surgeon could see a lot of the catheter coiled and knotted, and stated that the pump sutures broke. The surgeon believes that the broken pump sutures caused the catheter to coil and knot. The surgeon then tried to aspirate the catheter and could not. The surgeon then disconnected the catheter from the pump and did not see any dripping from the catheter. The surgeon attempted to untangle the pump and could not. Images were taken which found that the anchor and the tip of the catheter was at t 9/10 interspace. The surgeon decided to cut the catheter behind all of the coiling and once cut the catheter began to drip. The pump segment and some of the spinal segment were removed and a 8784 was added. The surgeon connected the revised catheter to the pump and was easily able to aspirate the catheter. The issue was resolved at the time of report. The patient's weight and medical history were asked and was not be made available.